Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding from the sensor insertion. They applied pressure to the area; however, the bleeding would not stop so he went to the emergency room. At the ER, the patient received stitches. Additionally, the patient reported they have kidney and heart problems and take blood thinner medications. At the time of the report, the patient felt fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).